Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that users were unable to remove medications from drawer, as the user was able to obtain the medications from the other station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with corrections/additional information: b5, d4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to bad controller board. Field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to controller board. Field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that users were unable to remove medications from drawer, as the user was able to obtain the medications from the other station. There were no adverse events or injuries reported based on this incident.